Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign matter inside the nozzle. A root cause for the e315 incompatible scope error could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: external factors, handling, or usage stress. A root cause for the foreign material finding could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited an incompatible scope error (e315). The issue occurred during inspection for use. There was no patient involvement.